Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: this issue was thought to be tied to air in line / priming issue which prompted the initial quality report. 1. (B)(6). 2. IV pump started alarming due to air in the line (same issue as previously noted). However, the staff noticed this particular unit was also leaking as demonstrated in the video. 3. None reported.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a leak. One sample model 2420-0500, lot 24013333 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the top of the silicone segment. Visual inspection under the microscope revealed a small hole at the location of the leak. The customer complaint was verified. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, it can damage the pumping segment. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review for model 2420-0500 lot number 24013333 was performed. The search showed that a total of 86403 units in 1 lot number was built on 31jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.